Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient reported an anaphylactic reaction, being hospitalized, required epinephrine to alleviate the symptoms and an invisalign product was being used.

Event description:
The patient reported symptoms of anaphylactic reaction, sore throat, general sickness feeling, redness and soreness of the oral mucosa. The patient reported visiting urgent care, and was hospitalized, and saw an allergist, and had a cat scan performed (results were negative) due to the reported symptoms. The patient reported being prescribed epinephrine and benadryl (antihistamine) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2021 and the patient is currently asymptomatic.